Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite,followed the cable connection and found that the metal housing that holds a solid connection of the wire with its port was bent and the pins are not touching. The fsr was able to reshape the piece to the original configuration,secured the connection and the screen now turns on. The batteries were also replaced. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the screen of bellavista 1000 us will not show anything but black, it can silence the orange alarm that pops up and hear the click, but nothing shows on screen. Also, it needs battery replacement, no charge on battery. Furthermore, there was no patient involvement associated from the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite and fixed the unit. Vyaire medical was not able to determine the exact root cause. It turned out that the display cable is not seating properly and after fixing the connection problem the display is working well. Therefore, root cause was not determinable. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.